Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital had the device repaired by a third-party company. The km responder reported that the device was returned to service; however, the customer did not provide any details on what resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was unable to reach the expected oxygen concentration target. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing